Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited oversensing that was associated with electromagnetic interference, including an increased sensing integrity counter (sic). The device remains in use. No patient complications have been reported as a result of this event.